Manufacturer narrative:
The insulin pump buttons all responded properly. No button error alarms were noted. However, moisture traces were found at the keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error on his insulin pump. His blood glucose was 243mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.